Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci si total hysterectomy for symptomatic uterine fibroids and menometrorrhagia on (B)(6) 2011. Intuitive surgical was provided with the operative report. Additional information provided includes hospital operative , radiology, and operative reports. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery]. There was no report of an intraoperative complication. On (B)(6) 2011 the patient presented with incontinence. Ivp performed showing left ureteral injury with ureterovaginal fistula on (B)(6) 2011 cystoscopy and stent placement on (B)(6) 2011 nephrostomy for persistent fistula on (B)(6) 2012 vesicovaginal fistula repair with reimplantation of left ureter.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci si surgical procedure. Bipolar cautery used in the coagulation and transection of the pedicles near the bladder can sometimes result in dense coagulation near the ureterovesical junction and the vesicovaginal junction. This is especially common when scar tissue is present or there are multiple fibroids, uterine enlargement, and pelvic adhesions.